Event description:
When the product was connected to a guiding catheter and opened, the opening part was opened only slightly, blood leak occurred.

Manufacturer narrative:
The product was returned for investigation. It was found that the opening part of the hemostasis valve was narrowed. No abnormalities were found in the manufacturing records of the product. The reported event can be considered to be due to the slit of the hemostasis valve becoming stuck and the opening becoming narrower, resulting in blood spurting out in threads, but the detailed cause could not be identified.